Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the system was explanted.

Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated that migration of lead a was confirmed prior to the system being explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01867. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Also, the leads confirmed to be migrated via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.